Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned.

Event description:
It was reported that during an unknown procedure, the device was stuck on lung tissue. Attempted to walk surgeon through the manual release of the device with no success. Several attempts were made by the surgeon to release the device. Device would not release. Surgeon reported that the device had completed 3 complete firings but was unable to complete the 4th stroke. It is unknown at this time what the surgeon did to remove the device. The case was still underway at the time of the call. It is unknown how the case was completed or if there was any patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.